Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.(B)(4).

Event description:
It was reported that during an upgrade procedure this left ventricular (lv) lead was found out to be dislodged and migrated out of its original position. A revision was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.